Event description:
It was reported that there was post-paced t wave oversensing on a ventricular lead. No inappropriate therapy was given. Reprogramming options were discussed but have not been employed yet. There were no patient consequences.